Manufacturer narrative:
(B)(4). Pharmacist stated hospital's internal investigation confirmed that the issue was due to user error. The nurse selected the bolus zosyn infusion rather than the continuous infusion. The hospital is declining any additional assistance including log review or other investigation.

Event description:
ER charge nurse reported an over infusion of zosyn 4.5 grams in 100ml diluent which was to infuse over 24 hours as a continuous infusion at 4.2ml/hour but bag was found empty in 15 minutes. Although there was another line infusing saline, the zosyn was hung as a primary, not piggybacked into the saline. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event info was provided.